Event description:
Device report from (B)(6) reports the following: the tip of the guide instrument broke during a cervical fusion case. Nothing fell into the patient. Surgeon used an alternative instrument to proceed. There was no delay to the surgery, nor adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: the investigation of the complained instrument (03.613.001 / 1387988) shows that the weld of the positioning pin of the drill and screw guide are indeed completely broken off (pin is even missing). The present instrument was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is likely that high applied mechanical forces caused the breakage of the spot welding. Please note, this is rather old and often used instrument (manufactured in sept. 2005). No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.